Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient experienced ineffective stimulation since (B)(6) 2016. X-rays confirmed the lead had migrated. Surgical intervention may take place to address the issue.

Event description:
Follow-up revealed the patient's issue remains ongoing and the patient has been taking medication to tolerate pain